Event description:
Patient reported infusion set tubing separating at the luer lock connection. Her blood glucose level was 387 mg/dl. Patient's normal blood glucose range was 36-150 mg/dl. She indicated that she felt tired and nauseated. Patient changed the infusion set and administered a 10 unit insulin injection. She indicated that her blood glucose decreased to 200 mg/dl. Patient reported that she had three occasions of tubing separating since april 2006 . Product had been discarded and will not be available for evaluation. No medical assistance was reported.

Manufacturer narrative:
H6: product not returned for evaluation. Issue described to agency in the recall.